Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances. Dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a calcified lesion in the proximal left anterior descending (lad) artery. The 4.0x18mm xience v stent implant was successfully deployed; however, a vessel dissection was noted, which was treated with deployment of a 3.5x12mm xience v stent implant. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.